Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: vessel locator wings would not stay open. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. Reportedly, the sheath split without incident. When the device was pulled back no resistance was felt and the device came out of the artery. The vessel locator wings were found to be closed. Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was available.